Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two alerts in the remote monitoring system. One alert was for a low, out-of-range shock impedance of less than 20 ohms and the other for a charge timeout, causing the device to declare end of life (eol) battery status. The patient was contacted by the hospital because of the alerts but was unable to be reached, and was subsequently found deceased. Technical services reviewed the available information in latitude and found on (B)(6) 2021 the device recorded a ventricular episode. Anti-tachycardia pacing (atp) was delivered, as well as a high energy shock. A low shock impedance fault was triggered, indicating the impedance measurement was less than 12.5 ohms during shock delivery. The charge timeout alert occurred next, indicating the capacitors could not charge to the programmed voltage within 45 second. A review of lead trend data found no out-of-range values observed. The field representative interrogated the device at the mortuary and reported that the device will be returned for laboratory analysis.